Event description:
Consumer states that the first time she was going through the doorway she was too close to the door. The consumer decided to go reverse and the unit instead allegedly lunged forward causing lacerations on her leg. The second incident occurred when the consumer was in the unit and they were taking pictures. The unit was on, but consumer was not using it. The chair allegedly started to roll backwards and tipped over and fell backwards on top of the consumer. She sustained bruising. Pictures are attached of her injuries. She is requesting that the design be changed on the unit.